Event description:
It was reported that the patient presented remotely to the clinic via merlin.net. Transmissions showed that the right ventricular (rv) lead was sensing noise with noise reversion. No intervention was performed. The patient had no adverse consequences.